Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient has infection but also needs to have a generator change for elective replacement indicator (eri). The physician wants to allow the infection to resolve before doing the generator change. There were no additional adverse patient effects reported. The ICD was explanted. It was reported that while this implantable cardioverter defibrillator (ICD) device was implanted, an alert was observed for remote monitoring being disabled for the device. The device was noted to have previously reached elective replacement indicator (eri) approximately three months previous. Boston scientific technical services (ts) indicated that this alert can occur for a few reasons. When eri is reached, the device reserves additional radio frequency (rf) telemetry and once this additional reserve is used up, remote monitoring is automatically disabled. This alert can also occur due to the device battery capacity being depleted or reaching end of life (eol). If this is the reason, the device reverts to a fixed ventricular-only pacing and sensing mode with maximum energy shock therapy available and has approximately 90 days of pacing therapy remaining. Ts noted they do not know how many shocks the device is capable of delivering since it would be partially dependent on current battery capacity. Ts indicated that they are not sure what the exact reason for the alert is in this case so they advised to treat it as if the device has reached eol. The device was subsequently explanted and replaced three days later. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient has infection but also needs to have a generator change for elective replacement indicator (eri). The physician wants to allow the infection to resolve before doing the generator change. There were no additional adverse patient effects reported. The ICD was explanted. It was reported that while this implantable cardioverter defibrillator (ICD) device was implanted, an alert was observed for remote monitoring being disabled for the device. The device was noted to have previously reached elective replacement indicator (eri) approximately three months previous. Boston scientific technical services (ts) indicated that this alert can occur for a few reasons. When eri is reached, the device reserves additional radio frequency (rf) telemetry and once this additional reserve is used up, remote monitoring is automatically disabled. This alert can also occur due to the device battery capacity being depleted or reaching end of life (eol). If this is the reason, the device reverts to a fixed ventricular-only pacing and sensing mode with maximum energy shock therapy available and has approximately 90 days of pacing therapy remaining. Ts noted they do not know how many shocks the device is capable of delivering since it would be partially dependent on current battery capacity. Ts indicated that they are not sure what the exact reason for the alert is in this case so they advised to treat it as if the device has reached eol. The device was subsequently explanted and replaced three days later. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient has infection but also needs to have a generator change for elective replacement indicator (eri). The physician wants to allow the infection to resolve before doing the generator change. There were no additional adverse patient effects reported. The ICD was explanted.